Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
The customer reported via phone call that they were experiencing the high blood glucose. The customer¿s blood glucose level was 530 mg/dl. Customer also stated that insulin pump had unexpected restart alarm. Customer was able to clear the alarm and able to rewind. Customer did not experiencing the any alarm after battery change. Customer declined for the high blood glucose. The pump will not be returned for analysis.